Event description:
It was reported that in surgery during the insertion of the swg into the syringe, difficulty was reported and as a result, the swg kinked. The swg was replaced to successfully complete the procedure. There was no reported delay, death, or complications to the patient. No additional info to follow.

Manufacturer narrative:
(B)(4). Sample will not be returned.